Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip. A test reservoir was installed and it didn't lock into place due to broken reservoir tube lip. The device had cracked case at display window corners, cracked battery tube threads, minor scratches on the display window, missing end cap sticker, and missing reservoir tube lip o-ring. (B)(4).

Event description:
The customer reported via phone call, the insulin pump was broken at the reservoir tube threads. The reservoir doesn't lock into place due to the damage. He noticed the damage when he was changing the reservoir and he is unable to continue therapy. His blood glucose was 229 mg/dl. He was unaware how damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.